Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to power on was confirmed. The mpu was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The mpu was powered on and was unable to boot up as intended. The power supply assembly was replaced, and then the mpu was able to pass all testing. It was stated that the mpu would be returning to the customer ready for use, and that the power supply assembly would be forwarded to product performance engineering (ppe) for further investigation. The power supply printed circuit board assembly (pcba) was received by ppe. Upon initial observation the capacitor c5 was found to be compromised. There was fluid found on top of the capacitor which is the electrolyte conductive liquid from inside of the capacitor, that is required for an electrolytic capacitor to function. This could have occurred due to multiple reasons including higher than expected operating temperature, excessive voltage stress, internal seal breakdown, and more. The capacitor was measured with a digital multimeter (dmm) and compared to the expected value of a test fixture, and it was found that the capacitor was compromised. This capacitor is located at the start of the power supply pcba and if compromised would produce the reported event. Due to the nature of this component and its inability to be replaced, no further troubleshooting was required. Multiple good faith effort attempts were sent to retrieve additional information regarding the cause of the event, if the patient has the v-lock connector for the mpu alternating current power cord, and if log files were available; however, no response was received. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. A supplier corrective action request (scar) was extended to the supplier of the power supply pcba. Additionally, abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. Device history records for the mobile power unit were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. This section stated to use a damp cloth to clean the exterior surfaces of the system and cautions the user to ensure that water does not penetrate the interior of the equipment. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on (B)(6) 2025. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to power on was confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested on 19sep2024. The mpu was powered on and was unable to boot up as intended. The power supply assembly was replaced, and then the mpu was able to pass all testing. It was stated that the mpu would be returning to the customer ready for use, and that the power supply assembly would be forwarded to product performance engineering (ppe) for further investigation. The power supply printed circuit board assembly (pcba) was received by ppe. Upon initial observation the capacitor c5 was found to be compromised. There was fluid found on top of the capacitor which is the electrolyte conductive liquid from inside of the capacitor, that is required for an electrolytic capacitor to function. This could have occurred due to multiple reasons including higher than expected operating temperature, excessive voltage stress, internal seal breakdown, and more. The capacitor was measured with a digital multimeter (dmm) and compared to the expected value of a test fixture, and it was found that the capacitor was compromised. This capacitor is located at the start of the power supply pcba and if compromised would produce the reported event. Due to the nature of this component and its inability to be replaced, no further troubleshooting was required. Multiple good faith effort attempts were sent to retrieve additional information regarding the cause of the event, if the patient has the v-lock connector for the mpu alternating current power cord, and if log files were available; however, no response was received. The root cause for the reported event was determined to be due to the breakdown of capacitor c5; however, a further root cause as to how this damage occurred was unable to be determined. Device history records for the mobile power unit (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. This section stated to use a damp cloth to clean the exterior surfaces of the system and cautions the user to ensure that water does not penetrate the interior of the equipment. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to power on was confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The mpu was powered on and was unable to boot up as intended. The power supply assembly was replaced, and then the mpu was able to pass all testing. It was stated that the mpu would be returning to the customer ready for use, and that the power supply assembly would be forwarded to product performance engineering (ppe) for further investigation. The power supply printed circuit board assembly (pcba) was received by ppe. Upon initial observation, a burn mark and fluid were found on the top of the capacitor c5. The fluid found on top of the capacitor is the electrolyte conductive liquid from inside of the capacitor, that is required for an electrolytic capacitor to function. This leakage could have occurred due to multiple reasons including higher than expected operating temperature, excessive voltage stress, internal seal breakdown, and more. The capacitor was measured with a digital multimeter (dmm) and compared to the expected value of a test fixture, and it was found that the capacitor showed signs of breakdown consistent with the damage observed. This capacitor is located at the start of the power supply pcba and if damaged would produce the reported event. Due to the nature of this component and its inability to be replaced, no further troubleshooting was required. Multiple good faith effort attempts were sent to retrieve additional information regarding the cause of the event, if the patient has the v-lock connector for the mpu alternating current power cord, and if log files were available; however, no response was received. The root cause for the reported event was determined to be due to the breakdown of capacitor c5; however, a further root cause as to how this damage occurred was unable to be determined. Device history records for the mobile power unit (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. This section stated to use a damp cloth to clean the exterior surfaces of the system and cautions the user to ensure that water does not penetrate the interior of the equipment. Heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was sleeping, their mobile power unit (mpu) alarmed significantly. The alarms subsided once the patient was transitioned to battery power. The rehabilitation nurses mentioned there was a yellow wrench light and a red battery light that was illuminated once the mpu was plugged back into the wall. They followed the directions described in the patient manual and exchanged the batteries. The red battery light resolved but the yellow wrench persisted. An mpu self test was performed and the yellow wrench remained. The mpu was replaced.